Event description:
It was reported that during a stenting treatment procedure, deployment issues occurred. The target lesion was located in the iliac vein. A 14x90/9fr 100cm wallstent endoprosthesis metallic stent was advanced and upon deploying it to the common iliac vein, the stent watermelon seeded which means it jumped into the inferior vena cava (ivc), 9cm higher than it was supposed to go. Additional stenting with two unspecified stents of the same size was used to resolve the watermelon seed by linking the stents from the ivc down to the external iliac vein. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).